Event description:
In 2007, the lay-user/patient contacted lifescan alleging that a one touch profile meter was reading inaccurately. The patient indicated that the alleged meter issue started on nineteen days earlier. The patient reported a meter result of "217 mg/dl." On an unspecified date after the alleged issue began, the patient reportedly developed symptoms suggestive of hypoglycemia. The patient had a "funny feeling" and also had symptoms of sweating and "fading." The patient administered self-care by drinking orange juice. The patient was not using a correct technique for testing with the reported meter. The patient was obtaining blood samples from her fingers and cleaning the puncture sites correctly. She was apparently using the control solution to clean the meter. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms suggestive of low blood glucose after the meter started reading inaccurately high.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.